Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted and cut, the outer tubing overlay was melted and had environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was tissue on the helix. The analyst also noted that the exposed defibrillator coil is cut at 58cm and the lead appears to have been implanted with a bend in it at the fracture site.

Event description:
The device was electively replaced, returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.